Event description:
Patient vomited blood in recovery room following successful endoluminal gastric tissue plication procedure. Patient received 2 units of blood and underwent endoscopic evaluation. Surgeon confirmed presence of active bleeding site within the stomach which was resolved with an endoscopic injection of epinephrine to the bleeding site. Patient was discharged uneventfully the next day with normal blood work results and no reported symptoms. Absence of any further sequelae was confirmed at 1 week post-op clinic follow up visit.

Manufacturer narrative:
Surgeon stated that device performed appropriately during surgical procedure and that the procedure had been successful and uneventful. Surgeon had observed some bleeding during surgical procedure (not atypical) and felt that he had achieved adequate hemostasis at end of procedure. Surgeon suspects that grasper may have caused incidental trauma to submucosal blood vessel. Surgeon states that patient's prior surgical history of bleeding may have been a contributing factor to this event.